Event description:
Same case as: 2134265-2011-04656. It was reported that during an unspecified treatment procedure, the blade lifted from balloon. Access was obtained through the brachial artery. The target lesion was located in the superior mesenteric artery. The physician used two (2) 6.0mmx2.0cmx135cm peripheral cutting balloons during treatment. Resistance was encountered during the removal of both balloons and a blade on each balloon was slightly lifted. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.

Event description:
Same case as: 2134265-2011-04656. It was reported that during an unspecified treatment procedure, the blade lifted from balloon. Access was obtained through the brachial artery. The target lesion was located in the superior mesenteric artery. The physician used two (2) 6.0mmx2.0cmx135cm peripheral cutting balloons during treatment. Resistance was encountered during the removal of both balloons and a blade on each balloon was slightly lifted. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon showed evidence of being inflated. A microscopic examination of the balloon observed that one blade and pad was lifted from the proximal end for a length of 4mm. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).